Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided images contain information regarding catheter tip bent. After review of the provided images kinked helix was observed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure in a femoral artery using a rotarex catheter. During the procedure, after activation, abnormal sounds were noted, and upon withdrawal, the catheter tip was bent, deformed, and fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure in a femoral artery using a rotarex catheter. During the procedure, after activation, abnormal sounds were noted, and upon withdrawal, the catheter tip was bent, deformed, and fractured. The procedure was completed using another device. There was no reported patient injury.